Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing and inappropriate shocks. A review of stored electrograms revealed pacing inhibition as well.